Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. No further information is available.

Event description:
It was reported that during a brow lift procedure, the surgeon used the self-tapping drill to make the holes and then had trouble threading the screws into the holes. The heads broke off both screws. Screws were removed and other screws were used to complete the procedure. This is report 3 of 3 for (B)(4).